Event description:
On 13 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported an event where the cgm showed results that are different from glucometer measurements and also wanted a firmware upgrade. User was told to re-link the sensor. Based on our review of the data, we can see that the system is beginning to show improvement with better agreement in bg and sg values, after re-linking.

Manufacturer narrative:
B4.date of this report 11 july 2025. G3.date received by the manufacturer? 11 july 2025. H6. Investigation findings updated to 3224.